Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test the foley catheter balloon ruptured.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received 1 all silicone foley catheter with syringe. Verified material number: 2758j14 and manufacturing lot number: ngjx2980. Visual inspection noted no obvious observations. During testing, the catheter balloon inflated using returned syringe with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), the balloon inflated with no difficulty and no leakage was present. Concentricity of catheter balloon is 80/20 (B)(4). The balloon deflated 3ml methylene blue solution within 5min (B)(4). Again, the catheter filled with 10ml methylene blue solution using in-house syringe. The balloon deflated 10ml methylene blue solution within 04min24sec. Therefore, the balloon rupture is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Correction: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test the foley catheter balloon ruptured. Per sample evaluation notification received on 10nov2025. It was reported that the balloon concentricity 80/20 and difficult to deflate against syringe.